Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the video system center displayed a b30 scope communication error message. The issue occurred when preparing the device for use in a diagnostic procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2: ("company representative" should not be marked). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that abnormality occurred on the communication with scope, due to video connector socket failure. Then b30 was displayed. Olympus will continue to monitor field performance for this device.